Event description:
The patient was in surgery for a laparoscopic cholecystectomy. Md inserted the implant, patient¿s stomach pulled back up in the chest, md pulled the needle out leaving the cannula in place. When he reinserted the needle, it appeared to shear off part of the plastic cannula.